Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.

Event description:
Revision surgery required on left hip for audible 'click' in hip. Acetabular component was removed and replaced and femoral head was removed and replaced.

Manufacturer narrative:
The catalog number was reported as unknown. An event regarding malposition involving an abgii cup was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned medical records received and evaluation: a review of the medical records by a clinical consultant concluded that: hard-on-hard impingement such as between two metallic components produces the typical clicking types of noises as reported. On x-ray evaluation, there are clues to suggest that this arthroplasty is prone to impingement because cup anteversion is lower than would be optimal for this patient. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related. No evidence for device related factors and no information on potential secondary patient-related factors. Root cause of failure for this pi case is procedure-related and not device-related. Device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: a review of the event by a clinical consultant concluded that cup position was the principal problem with no evidence for device related factors and no information on potential secondary patient-related factors.

Event description:
Revision surgery required on left hip for audible 'click' in hip. Acetabular component was removed and replaced and femoral head was removed and replaced.